Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet insulin pump, including prolonged elevated blood glucose around 300 mg/dl, and the family elected to discontinue use due to dissatisfaction with automated insulin delivery and limited manual control; the device and associated disposables were designated for return. Symptoms included hyperglycemia without ketosis or acute complications. Outcomes included no medical intervention, no hospitalization, and no emergency care. Customer care provided support that included review of user-reported history and coordination with clinical support for user retraining due to suspected frequent meal announcements affecting algorithm performance. Investigation of this case revealed user-related use pattern concerns that could contribute to hyperglycemia, with no reports of device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.